Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was reported that the patient had been admitted on multiple occasions to multiple hospitals and a nursing home for multiple unrelated medical conditions over the two months preceding death. Treatments during the hospitalizations were not reported. On an unreported date, the patient had been discharged from the hospital and refused further treatment. It was not reported if an autopsy was performed. Peritoneal dialysis had been suspended for an unspecified time period during hospitalization approximately one month prior to death. Automated peritoneal dialysis therapy was resumed and was ongoing until death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cycler remote toolbox (crt) was used to analyze the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity test. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.